Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received (B)(4) closed samples and 1 open and used sample with the thread broken. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 6.28 kgf in average and 5.53 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum) reviewed the batch manufacturing record of this product, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monomax suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with monomax violet. During a repeat cesarean section procedure, the sutures broke when tying the final knot. The tissue being sutured was the aponeurosis. There was no patient harm.